Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was fractured. On (B)(6) 2018, the lead was capped and replaced. No further information was reported.

Event description:
New information received indicated that the patient had presented in the emergency room in complete heart block. Upon interrogation, the lead exhibited loss of capture, low impedance, and low r-waves. No imaging was performed to confirm lead fracture. Patient was unstable prior to and during the procedure but was stable post procedure.